Event description:
The physician attempted to use the interpulse handpiece with suction with bone cleaning tip during the surgical procedure. The unit would not work. There was a "couple of minutes" delay (but no adverse effects to the patient) while a second interpulse was requested delivered to the surgical suite and set-up. The second unit worked as designed and the procedure continued without further delay. The non-working interpulse was not saved. In follow up to this event, the staff involved were reminded of the need to save the packaging and malfunctioning devices in the future. The company representative was notified and did send a replacement product.